Event description:
It was reported that the patient presented with complaints of 'chest discomfort'. Interrogation revealed there was no left ventricular capture. Chest x-ray revealed that the left ventricular lead had dislodged into the coronary sinus. The lead was explanted and replaced with a lead of a similar type. No patient complications have been reported as a result of this event.